Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the proximal aorta was 17-18 mm in diameter and 9 mm in length and above the aneurysm, the aortic wall dilated to 3.8 cm x 3.6 cm. The iliac arteries were 9 mm in diameter and calcified. The right and left femoral arteries were 4 and 5 mm in diameter and calcified, respectively. The physician attempted to cannulate the gate with multiple catheter/ wire combinations from the contralateral and ipsilateral sides. The patient became restless and complained of leg pain. Since the patient couldn't hold still and was unable to adequately be sedated, the physician decided to terminate the procedure with the plan to return another day and attempt gate cannulation via the brachial artery, with the patient under general anesthesia. The physician perc-closed both groins. The patient was transferred to the ICU. Upon arrival to ICU, the patient did not have pedal pulses and could not move their legs. The patient returned to the or and had bilateral endarterectomies with balloon embolectomy down to the popliteal arteries. The physician removed some thrombus and multiple segments of obstructive plaque from both common femoral arteries. Then performed a right to left fem-fem bypass. At the completion of the operation pedal pulses were restored. The cause of the loss of pulse was due to plaque dislodgment and subsequent thrombus formation from sheath placement during the attempted evar, due to small and heavily calcified vessels. The physician also commented that this was a challenging case, which he discussed with the patient, but endovascular was the only option due to the patient's age and co-morbidities. No clinical sequelae were reported the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (arterial occlusion), patient's condition affected effectiveness of device (anatomy related; short aortic 9 mm neck length and 4-5 mm in diameter access vessels), incorrect technique/procedure (using the device in a short aortic neck and small in diameter access vessels), related to operational context (other manufacturer's device (sheath) likely contributed to this event with plaque dislodgment and subsequent thrombus formation). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (anatomy related; short aortic 9 mm neck length and 4-5 mm in diameter access vessels), operational context contributed to event (other manufacturer's device (sheath) likely contributed to this event with plaque dislodgment and subsequent thrombus formation), user error contributed to event (using the device in a short aortic neck and small in diameter access vessels).